Manufacturer narrative:
H11: e1: patient city: (B)(6). Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in israel. On 18-september-2024, it was reported by the patient that he was hospitalized due to hyperglycemia and high ketones. High blood glucose level was 450 mg/dl and treated by IV insulin. Patient was felling sick at the time of event. No further information was available.